Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the suction broke and the dissection was incomplete while creating the standard flap before reaching the visual axis in an unspecified eye of the patient, during lasik surgery. The surgeon repeated the flap creation and successfully completed the procedure without any issues.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit one day prior to surgery date field service engineer performed full device check and confirmed laser met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows twenty one successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about one minute and twenty six seconds before the start of the treatment and not immediately before the treatment. The surgeon missed vacuum one once during the docking process/before the treatment. The treatment of the patient's right eye was aborted due to the user releasing the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. The treatment was only fifty one percent complete. The reported issue is not caused by the system or the used patient interface. The info message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The reason why the user switched off the vacuum is not visible in the logfile. The treatment report image shows a decentered applanation, fluid under patient interface, and it is possible that either patient rolled eyes, causing vacuum to be lost, or pseudo vacuum occurred. No relevant deviation between planned and performed energy is detectable for canal- and bed cut. The user operated within not permitted energy settings. The thickness of the flap was thinner than the recommended flap thickness. The user restarted the treatment on the same day and finished the treatment without any problems. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No technical root cause could be determined for the reported event. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).